Event description:
Information received by medtronic of a possible thrombus during cryoablation procedure. At about two hours into the procedure, a density appeared on intracardiac ultrasound (ice) that was thought to be thrombus on the posterior left atrial wall. Heparin administration was as per normal throughout the case and the activated clotting time was about 300 seconds at the time the possible thrombus was noticed. A 5000 unit heparin bolus was administered into the left atrium via the sheath followed by a 20mg bolus of reopro (abciximab) via the same route. All instruments were then removed from the left and right atria. As per physician, the patient was doing well post cryoablation procedure with no neurological issues. Device 3 of 3, reference MFR report: 3002648230-2014-00149 and 3002648230-2014-00150

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.